Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open nailing right femur procedure, the suture kept on breaking. The surgeon completed the case using the suture. There was no patient injury.